Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that approximately 32 months post implantation of two xience v stents, one in the proximal 1st diagonal artery (p1st diag) and one in the mid left anterior descending artery (mlad), the patient experienced dyspnea on exertion. Aortic stenosis was diagnosed and on (B)(6) 2011, the aortic valve was replaced. Additionally on (B)(6) 2011, coronary artery bypass graft surgery was performed in the target vessel, but non-target lesion. There was no adverse sequela reported. Although requested, there was no additional information provided.